Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system passed away on (B)(6) 2025. The patient passed approximately a day after this crt-d system was implanted. The surgery lasted four hours, and during surgery, the physician told the family the patient had repeated cardiac arrest. The patient went into a coma and passed the following day. No allegations were received against this device. This crt-d system was explanted for cremation. No additional adverse patient effects were reported.